Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced the pump delivering too much insulin with resultant low blood glucose, describing a drop to 65 mg/dl while the cgm nadir read 78 mg/dl, and that basal doses and meal boluses had increased over recent weeks without concurrent hyperglycemia; the medical device problem and device component were both characterized as insufficient information. Symptoms included shaking or tremors, anxiety, and hot flashes or flushing. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information regarding the device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.